Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that there was intermittent telemetry due to loose connector on the link electronic module (lem) and the stylus tip on the screen required calibration. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.